Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 924256, lot# 082218417a, product type accessory.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with unknown indications for use. It was reported that the patient was undergoing stage 1 implant of a dbs system. The burr hole cover would not engage into the bone. The stereotactic head frame base was secured, but seemed to be very loose after it was aligned to the target. The surgeon tried tightening the burr hole cover screw more, but it would not engage. The stereotactic head frame screws would also not tighten into the bone. The burr hole cover screw was replaced, and the new screw worked well. The stereotactic head frame base was replaced with a new base using an extra screw from the first base which wouldn't tighten. The extra screw from the first base tightened into a rescue hole without issue. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the nexframe (lot no. 082518417) found that the ring assembly screw thread was damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.